Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: it was reported that pen needle clogs during injection. Consumer reported finding during the injection, the needle clogs. Removes the needle from pen.